Manufacturer narrative:
These cypher sirolimus-eluting coronary stents are distributed outside of the united states. However, they are similar to the united states cypher sirolimus-eluting coronary stents. This is one of xx products involved in the same patient reported under manufacturing numbers 9616099-2007-00656-, 9616099-2007-00657 and 9616099-2007-00658. Additional information will be submitted within thirty days upon receipt.

Event description:
Thirteen months after implantation of three cypher stents, two of the implanted stents restenosed and one month later, the cypher implanted to treat an instent restenosis of the cypher stent also restenosed. A cypher (2.5/18mm) was implanted to treat an instent restenosis of a driver stent, which was concentric and calcified with a type b2 classification and a vessel length was 18mm by 2.5mm in length. On the same day, a cypher (3.0/33mm) implanted to treat a de novo lesion (vessel attributes unknown) in the mid coronary artery and a cypher (3.5/18mm.) Was implanted in the proximal right coronary artery to treat another de novo lesion with unknown vessel attributes. Patient in for an elective procedure thirteen months later to treat an instent restenosis , the cypher stent that was implanted in the distal right coronary artery. A 50% restenosis was also confirmed in the cypher (3.0/33mm) at the mid coronary artery, but it was not treated because the lesion was heavily calcified. To treat the instent restenosis at the distal right coronary artery, pre-dilatation was conducted with a balloon (2.5/20mm maverick) at 10atm for 15 seconds. Cypher (2.5/23mm) was implanted at 16atm for 30 seconds. Post-dilatation was conducted with the sds balloon (2.5/25mm) at 16atm for 30 seconds. Intravascular ultrasound was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. One month later, the patient complained of chest pain and was brought to the hospital in an emergency. Abnormal ECG was observed, coronary angiogram was conducted and a thrombus was observed in the cypher implanted at the distal right coronary artery. The thrombus was treated by balloon angioplasty with a 2.75mm by 10mm kongou balloon at 20atm. Inflation time was unknown. At this time, the instent restenosis of the cypher in the mid right coronary artery was also treated by balloon angioplasty; inflation time and pressure were unknown. According to the physician, the possible cause of the thrombotic event is due to the fact that the patient is on dialysis and the patient may have restenosed repeatedly for the same reason.